Manufacturer narrative:
Per sb 13f1-16, replaced worn finger on complete pressure adjuster with tip replacement kit. Per sb 13f1-10, performed fms solo system rework for fms connect interface cable. The unit passed all diagnostic tests, functional tests, and is fully operational. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep the fms solo+ unit was being used in a shoulder arthroscopy and the pressure rose rapidly during the case. A second fms solo+ unit and tubing set was used to complete the case with no consequence to the patient. One unit will be returned for analysis by the customer. The following additional information was received from the sales rep on 4-30-2014; he confirmed there were no adverse patient consequences, he stated the customer hit the run/stop right away when they saw the pressure increase.